Event description:
Air-oxygen mixer malfunctioned. Pt receiving 96% oxygen versus 21% oxygen as indicated on mixer. This was due to condensation not being filtered out properly and plugging the filter. Problem has been corrected.